Event description:
In 2006, the physician implanted a gore thoracic endoprosthesis to treat a trauma patient . During a follow up visist, a invagination of the implanted device was detected with a possible kink of the posterior portion of the device. Imaging services evaluated the post implant imges and confirmed the invagination with kinking of the device present in the inner curve of the device. The course of treatment is being evaluated and possible reintervention may be scheduled. Updates of any changes in the event's outcome has been requested.